Event description:
Information was received indicating that a cadd-solis vip, mdl 2120, pump exhibited overflow on volume.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing the tamper seal and the downstream occlusion sensor seal was starting to bubble up. The customer stated problem was not duplicated. No problem found with the device. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed.

Manufacturer narrative:
Additional information was received indicating that there was no patient injury.